Event description:
Reporter alleged blood glucose readings had recently been high, so went to the doctor to test results. Customer stated their results were in the 300s mg/dl back to back with the doctor's meter reading of 124 mg/dl, when testing was performed 10 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.